Event description:
Information was received from a patient via manufacturer representative who was implanted with an implantable neurostimulator (ins). It was reported there was a return of pain. Pt reported lack of symptom relief following post op activation of her scs system. Lead impedance is within normal limits (wnl). All stimulation on both implanted leads was right lateral when evaluated in the office. X-ray image from implant reveals that leads are likely too laterally placed to the right as well. Md plan is to schedule patient for lead revision, and attempt to implant leads in more midline position.

Manufacturer narrative:
Section d references the main component of the system. Other medical products in use during the event include: brand name vectris surescan; product ID: 977a260 (serial: (B)(6)); product type: 0200-lead. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the manufacturer representative (rep). The rep reported that the lead revision was completed on 2024-nov-22. The rep stated the cause of the lead placement issue was not determined. As of 2024-nov-27, the patient was receiving effective therapy following the lead revision. The issue has been resolved.

Manufacturer narrative:
Continuation of d10: product ID 977a260, lot# va302ce026, implanted:(B)(6) 2024, explanted: (B)(6) 2024, product type: lead. Product ID 977a260, lot# va302ce027, implanted: (B)(6) 2024, explanted: (B)(6 )2024, product type: lead. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: product ID 977a260, lot# va302ce026, implanted: (B)(6) 2024, product type lead. Product ID 977a260, lot# va302ce027, serial# (B)(6), implanted: (B)(6) 2024, explanted: (B)(6) 2024, product type lead. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received, it was reported the leads were replaced and were discarded.